Event description:
It was reported that the patient had additional inappropriate shocks due to oversensing of noise via reduced intrinsic amplitudes. Also, the smartpass feature programmed itself off due to the low intrinsic amplitudes. The malfunction is not likely to cause or contribute to a serious injury. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD operated appropriately in the laboratory setting, investigation into the observed behavior determined that transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient had additional inappropriate shocks due to oversensing of noise via reduced intrinsic amplitudes. Also, the smartpass feature programmed itself off due to the low intrinsic amplitudes. The malfunction is not likely to cause or contribute to a serious injury. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the patient had additional inappropriate shocks due to oversensing of noise via reduced intrinsic amplitudes. Also, the smartpass feature programmed itself off due to the low intrinsic amplitudes. The malfunction is not likely to cause or contribute to a serious injury. There were no additional adverse patient effects. The system remains implanted.